Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety peripheral safety IV catheter while cannulating the patient. The following information was provided by the initial reporter: "ward 109 10:40 hrs attempted cannulation of a patient, on pulling back of the cannula to check if in place, needle penetrated plastic tubing causing it to re-stab the patient at the insertion site. Plastic tubing could have broken off into patients arm. Cannula removed and informed house keeper. All cannulas with same lot number removed from use."

Manufacturer narrative:
H.6. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd venflon¿ pro safety peripheral safety IV catheter while cannulating the patient. The following information was provided by the initial reporter: "ward 109 10:40 hrs attempted cannulation of a patient, on pulling back of the cannula to check if in place, needle penetrated plastic tubing causing it to re-stab the patient at the insertion site. Plastic tubing could have broken off into patients arm. Cannula removed and informed house keeper. All cannulas with same lot number removed from use."